Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube was recalibrated and the pcbs were cleaned. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.